Event description:
An operating room manager reported that two eyes experienced radial tears of the anterior capsule, however there were no alterations to the surgical plans, and the iols were implanted as expected. The cases were completed with no consequence to the pts. There are two related medical device reports; this report addresses the second of the two eyes.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).